Event description:
Patient reported "capsular contracture, pain" against right side device. Also reported "'cobbled', headache, back pain, fatigue, can't take weight" which were determined to be not device-related. Patient additionally reported MRI findings of "clinical hypothesis of encapsulation [¿] prominent axillary lymph nodes." Additionally reported "baker grade iii with double capsule." Device was explanted.

Manufacturer narrative:
The events of "capsular contracture," baker grade iii, "prominent axillary lymph nodes" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture," baker grade iii, "prominent axillary lymph nodes".

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs identified white/red encapsulation and red particles material was found on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient representative additionally reported right "intracapsular fluid (seroma)", "areas of intracapsular calcification", "recall", and updated right capsular contracture to baker grade IV.